Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced mesh removal, mesh adhesion to bowel, small bowel obstruction, small bowel resection x2, multiple exploratory laparotomies with extensive lysis of adhesions, abdominal wound vac placement, marked acute and chronic inflammation with inflammatory pseudo-polyps and focal areas of ulceration and necrosis and perforation related to the mesh adhesions. After the original procedure additional surgeries were performed, including revision and removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after the implant, the patient experienced adhesions, small bowel obstruction, chronic inflammation with inflammatory pseudo-polyps, focal areas of ulceration, necrosis, abdominal pain, nausea, vomiting, discomfort, mental anguish, mesh disintegrated, mesh migrated, disability, impairment, loss of enjoyment of life, pain, defective mesh, and perforation. Post-operative patient treatment included revision surgery, removal of mesh, small bowel resection, lysis of adhesions, and abdominal wound vac placement.

Manufacturer narrative:
Additional info: ime e2402: "pseudo-polyps, enlarged lymph node, ileus, pleural effusion"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after the implant, the patient experienced abscess, hematoma phlegmon or enlarged lymph node, distention, ileus, improving trace pleural effusion, diarrhea, adhesions, small bowel obstruction, chronic inflammation with inflammatory pseudo-polyps, focal areas of ulceration, necrosis, abdominal pain, nausea, vomiting, discomfort, mental anguish, mesh disintegrated, mesh migrated, disability, impairment, loss of enjoyment of life, pain, defective mesh, and perforation. Post-operative patient treatment included hospitalization, CT scan, npo, ng tube, IV fluids, procedure for small bowel obstruction, revision surgery, removal of mesh, small bowel resection and anastomosis, lysis of adhesions, and abdominal wound vac placement.